Event description:
Reportedly, a shaving of orange plastic came off the device, when placed through the trocar. Shaving was recovered without any injury or ill-effects to the patient.procedur type: cystectomypatient sex: male